Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present because the qc before the event was within ranges. There was no product problem identified.

Manufacturer narrative:
Section d4 expiration date was updated.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient on a cobas e 411 analyzer (rack system). On (B)(6) 2025, the result was 14131 miu/ml (sample 1). A new sample (sample 2) was obtained on (B)(6) 2025, and the result was 11021 miu/ml. The physician suspected a miscarriage. Another sample (sample 3) was obtained on (B)(6) 2025, and the result was 10000 miu/ml with a data flag. The repeated result was 30278 miu/ml. The sample from (B)(6) 2025 (sample 1) was retested, and the result was 13992 miu/ml. The sample from (B)(6) 2025 (sample 2) was retested, and the result was 17187 miu/ml.